Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited early/premature battery depletion. The ipg remains in patient, and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.